Event description:
Treatment of an avf (arteriovenous fistula) in the right vein of galen. During the procedure involving six implant coils, it was reported that the second implant coil prematurely detached and remains in the vein of galen. It was also reported that the sixth coil also prematurely detached due to high flow fistula and was retrieved from the patient with a snare. A CT (computed tomography) one hour after the procedure revealed a bleed in the right tentorium and venous varices. Subsequently, the patient expired on (B)(6) 2013. Same event as MDR# 2029214-2013-00685.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains in the patient. (B)(4).